Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, when surgeon passed suture through patient flesh the part of suture was broken off, 1/3 of suture needle removed from the patient. The other 1/3 remained in patient. The surgeon was looking for the suture needle and unable to find. They proceeded the surgery with different method of closure.